Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, it¿s probable that the intermittent output during cut occurred due to the usage of an improper saline solution. However, a final root cause of this event was unable to be identified, as the event was unable to be reproduced during the device evaluation. Additionally, it¿s likely the pulse kinetic (pk rf) boost and clamp adjustment was not stable due to faulty pkrf board (circuit board). A final root cause of the faulty printed circuit board was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the pulse kinetic (pk rf) boost and clamp adjustment was observed to be not stable due to faulty pkrf board (circuit board). This report is being submitted for the event found during evaluation, as well as the intermittent output during cut.

Manufacturer narrative:
Technical assistances center (tac) support engineer communication with the customer biomed noted that the customer swapped out handpiece and cables and the reported error was not resolved. Customer was advised to send in the device for inspection in repair. Additional information provided regarding the event: procedure duration was approximately 45 minutes and no anesthesia time was effected or extended. The machine was functioning intermittently, however, the md (doctor) chose to finish the procedure due to it was closer to the end of the procedure. There was no medical intervention, the reported failure did not affect the outcome of the procedure. Condition of the patient was not impacted by the failure. Per the reporter, machine worked intermittently when the foot pedal was pressed. It would have to hit it a few times to get the plasma loops to work. Once it was working it would work until the foot pedal was depressed. No error messages observed due to the failure. No other information was provided. The subject device was received and evaluated. Device evaluation found the reported issue was not able to be duplicated , however, testing of the device found the pulse kinetic (pk rf) boost and clamp adjustment was observed to be not stable due to faulty pkrf board (circuit board ). Additionally, review of fault log shows error 400 ref 26, nine (9) times, this error was generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Unrelated to the reported issue, the following findings were noted: the front panel including the keypad has some scratches and can use as is. The central screw hole of base plate was damaged and missing 3 mounting feet. The top case was deformed and many scratches. The d socket was missing and cover. All snaps that hold the pkrf board broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device had an intermittent output during cut. The issue occurred during a therapeutic transurethral resection of the prostate (turp) procedure. The intended procedure was completed using the same set of equipment. There was no patient harm, no user injury reported due to the event.